Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker performed a clinical review of the reported incident and determined that the device use may have contributed to the patient outcome: a review of the patient ECG indicated the patient was in a shockable rhythm and an abnormal shock was delivered. Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. It was reported that there was a 7-minute delay in treatment to get another device. Later during testing, it was reported that the device displayed ¿abnormal energy¿ when attempting to shock into a tester. In this state, wrong defibrillation therapy may be delivered to the patient. The patient did not survive.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. It was reported that there was a 7-minute delay in treatment to get another device. Later during testing, it was reported that the device displayed "abnormal energy" when attempting to shock into a tester. In this state, wrong defibrillation therapy may be delivered to the patient. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Report number 0003015876-2024-02870-1 did not include referenced report number (B)(4) in block h10. This supplemental report is being submitted as a correction.

Manufacturer narrative:
Additional information and correction: stryker received a medwatch from the FDA, uf/importer report # (B)(4) that contained patient information including information that no adverse outcome occurred, as initially reported in MFR report # 0003015876-2024-02870. Sections a, b, e and h have been updated accordingly. Additional information: stryker further evaluated the removed therapy pcb, and was unable to duplicate the reported issue, therefore, further cause could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during a patient event. It was reported that there was a 7-minute delay in treatment to get another device. Later during testing, it was reported that the device displayed ¿abnormal energy¿ when attempting to shock into a tester. In this state, wrong defibrillation therapy may be delivered to the patient. This issue is patient related; however, there was no adverse patient outcome reported.